Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 5. The hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The care giver (cg) stated that the hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.